Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. There was no reported impact to blood glucose. Reportedly, the cartridge was changed to address the event and insulin delivery was resumed.